Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1.5ml of air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the tubing channel on the tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. Nonconformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the operator placed the tr band correctly at the conclusion of a left heart catheterization procedure. Hemostasis was achieved initially. Two minutes later while the patient was still on the table, the patient began to bleed through the puncture site. The operator added more air to stop the bleeding. Hemostasis was temporarily achieved again. Another two minutes passed, and the patient began to bleed again. At this point, the operator removed the tr band and placed another one. With the second band, the operator was able to achieve hemostasis without bleeding. The blood loss was less than 250cc. The patient was stable. The procedure outcome was successful. Additional information was received on 15may2023: the procedure being performed was a left heart catheterization. There were 10-12 ml's of air injected into the tr band when applied. After the device leaked air twice, it was removed. The techs then held the inflated tr band underwater. It was noticed that bubbles were arising from the spot where the tubing connects to the balloon. It was an experienced lab that was following typical procedures. The product was stored on the shelf in the lab.